Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-jul-23 (B)(4) (con): information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the ins no longer worked and patient was hoping to get it turned back on. Patients stated it has not worked since 3 years ago or so. No symptoms reported. (B)(6) 2020 patltr (con): additional information was received from the patient clarify the report of the ins no longer working, as meaning that their device was dead according to the manufacturer representative (rep). They noted that they were not sure if it was overdischarge. Circumstances that led to the issue of the device no longer working was less use after retirement and they had to have it recharged. It was indicated that the rep tried to charge the device and x-rays were taken to try to resolve the issue of the ins no longer working/being dead. The patient had plans to see a surgeon. (B)(6) 2020 patltr (con): additional information received from the patient responding from follow up sent. Patient reported x-ray showed doctor is able to remove device. Patient reported that surgery was planned for september and device will be removed not replaced.